Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. The device was not returned for analysis as the lens was discarded. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported z9002 20.0 diopter intraocular lens (iol) did not unfold correctly once inserted in the patient¿s ocular sinister (left eye). There was no incision enlargement and the lens is not being returned as it was discarded. Through follow up, additional information was received confirming there was no serious patient injury, no unplanned suture(s), did not believe unplanned vitrectomy occurred, and the same procedure was completed using back-up lens with the same model and diopter. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.